Manufacturer narrative:
G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in anterior tibial artery (ata). A 3.0mm x 220mm x 150cm coyote was advance for dilation. During the procedure, the wiring procedure began with a jupiter fc wire, but due to a heavily calcified lesion, it was prolonged and the wire tip became blunt. A new jupiter fc wire was then used successfully to cross the lesion. Balloon dilation followed using a coyote 2/40 and then a coyote 3/220; however, the latter balloon ruptured during its initial inflation at 8 atm pressure. The procedure was completed with another of same device. There were no patient complication as the result of this event.